Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) used to capture the surgery prolonged and insufficient information. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a shoulder revision procedure, the screwdriver broke when unlocking the screws. To complete the procedure (unlocking remaining screws), they used the broken screw set of synthes. This resulted in a delay of about 5 minutes of the surgery. No patient consequence.

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> examination of the photo of the device confirmed the reported breakage. Root cause attributed to product design depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: added: d10 corrected: h3